Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the patient¿s anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: lot number 40708g1 removed.

Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery. The 6x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated once; however, the balloon ruptured at 18 atmospheres (atm). Therefore, the bdc was removed from the patient and the procedure was completed with non-abbott balloon devices. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.